Manufacturer narrative:
The calibration was acceptable. The alarm trace showed multiple "abnormal aspiration (sample probe a)" and "abnormal aspiration (sample probe b)" alarms. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The reagent lot number is 84136801 with an expiration date of 28-feb-2026. The field service representative replaced and adjusted both rinse mechanisms. He checked the rinse tubings, performed rinse units, adjusted the reagent probes, checked the gear pump gauge and adjusted the pressure, cleaned the incubation bath and the mesh filters, and performed adjustments. He performed checks and tests with acceptable results. The investigation is ongoing.

Event description:
There was an allegation of questionable calcium gen.2 results for 4 patient samples on a cobas 8000 c702 module. Patient 1: the initial result was 5.6 mg/dl. The initial result was flagged as critical, and the sample was repeated. The repeated result was 10.2 mg/dl. After this result discrepancy, the customer performed repeat testing on other patient samples. Patient 2: the initial result was 5.7 mg/dl. The sample was repeated on another module, and the result was 8.6 mg/dl. Patient 3: the initial result was 3.8 mg/dl. The sample was repeated on another module, and the result was 8.8 mg/dl. Patient 4: the initial result was 5.6 mg/dl. The sample was repeated on another module, and the result was 9.3 mg/dl. The repeated results were believed to be correct.